Event description:
A pt reported blood glucose results of "138 mg/dl" with a lifescan meter and "89 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. The customer care rep. Walked the pt through two blood glucose tests and obtained a "135 mg/dl and 129 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of teh meter in terms of accuracy. The meter, test strips, and control were replaced.